Manufacturer narrative:
The system was not evaluated because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that upon start up, the staff cart monitor went black. The screen was intermittently blacking in and out and only an inch of the display was visible everything else was black with grey lines. The system was rebooted and resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating a manufacturer representative was unable to replicate the reported issue.